Event description:
Patient had to have 3 surgeries in 6 months. 1) had "crossover" and then, 2) fluid valve not working. Exchanged out models and companies. 3) pain unresolved and had to be removed.what was the original intended procedure?ipp 3 piece prosthesis.device #1is this a laboratory device or laboratory test?no.